Event description:
A report was received that the patient was having difficulty charging his ipg. The patient has gone under couple of cardioversion procedures. The patient will undergo a revision procedure. Cardioversion is a known source of high voltage transient signal and current company label warns against the use of cardioversion procedure. (Physician's implant manual 9055940-001)

Event description:
A report was received that the patient was having difficulty charging his ipg. The patient has gone under couple of cardioversion procedures. The patient will undergo a revision procedure. Cardioversion is a known source of high voltage transient signal and current company label warns against the use of cardioversion procedure. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging his ipg. The patient has gone under couple of cardioversion procedures. The patient will undergo a revision procedure. Cardioversion is a known source of high voltage transient signal and current company label warns against the use of cardioversion procedure. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and relocation, during which the physician repositioned the ipg from the left axilla to the right flank. The patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of inability to charge and/or communicate with the ipg because of cardioversion procedures has been confirmed. The analog ic was damaged. The battery depletion rate with stimulation off exceed the typical battery depletion rate. The damage resulted in the rapid battery depletion rate of the ipg.

Manufacturer narrative:
(B)(4).